Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report#1627487-2016-03438. It was reported the patient experienced ineffective stimulation. As a result, surgical intervention was scheduled as the next course of action. Follow-up identified the procedure took place on (B)(6) 2016 during which time both leads were explanted and replaced with new models. Reportedly, postoperative programming produced effective stimulation. The issue is resolved.